Manufacturer narrative:
Follow-up # 1 ¿ (11/01/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/23/2013 and 10/25/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed; however, the meter was found to be missing battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose because her onetouch ultra meter was not powering on and the meter¿s label had water damage, causing the serial number to be illegible. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issues first occurred on (B)(6) 2013 at 11 am. The patient reported using self adjusting insulin to manage her diabetes. The patient reported on (B)(6) 2013 at 11 am she had her usual insulin on a sliding scale and had something to eat or drink. The patient reported 10 minutes later she developed symptoms of ¿shaky, nausea and sweaty.¿ at the time of trouble shooting, the cca noted there was no misuse of the product replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.